Event description:
Information was received indicating that a smiths medical ms3 pump stopped for maybe over 12 hours. The patient had increased shortness of breath, edema,. Abdominal distention, chest pain, headache increased on saturday. He states almost all pah symptoms subsided over the weekend and today he reports shortness of breath,. Abdominal distention and bilateral edema at lower extremities but much better than over the weekend. There were no other reported adverse events. Drug name and strength: remodulin 5mg/ml, dose and route: 31 ng/kg/min - subcut. Frequency: continuous. Pah